Event description:
It was reported that the (2) atw35 devices was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon tried to fire the ets linear cutter. Staples would not form in two staplers. Opened third stapler; it worked fine. There was no consequence to the patient.